Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. The customer reported trr errors occurred at the time the questioned access accutni+3 results were generated. A trr flag indicates the temperature of the reagent storage chamber was outside the acceptable limits when reagents were pipetted. The access accutni+3 results provided for evaluation do not have trr flags attributed to them. Trr flags were generated on two non-related samples tested prior to the access accutni+3 results. Attempts were made to get additional information regarding the temperature errors including the event log and resolution to the errors. No additional information has been received. Although the temperature errors may have contributed to this event, the cause of the non-reproducible access accutni+3 results can not be determined with the supplied information.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) patient results involving the laboratory's unicel dxi 800 system (serial number (B)(4)). The customer provided patient results for four patient samples. The elevated access accutni+3 results were released from the laboratory. There was a change or impact to patient care or treatment which occurred in conjunction with the non-reproducible access accutni+3 result. The customer reported that one patient was treated as an infarcted patient and was "thrombolized." Additional information was requested but not provided. There was no report of change in treatment for the other patients associated with this event. The customer stated that quality control was recovering within the laboratory specifications. Information on the collection and centrifugation of the patients' samples was not supplied. No issues with sample integrity were reported by the customer.